Manufacturer narrative:
Findings: pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with minor scratched lcd window and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 40 mg/dl. The customer was treated for the low blood glucose with food. The customer stated that the insulin pump did not alarm when they had a no delivery after discovering a bent cannula. The customer stated that they have been experiencing low blood glucose for two months. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to drop. The customer sent the product back for analysis.